Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. The balloon was tightly folded. Magnified inspection did not reveal any damage or irregularities. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The tip was damaged. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% in-stent stenosed target lesion was located in the moderately calcified right anterior tibial artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% in-stent stenosed target lesion was located in the moderately calcified right anterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.